Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the balloon. No additional event or pt info is available.

Manufacturer narrative:
(B)(4).